Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recp0861 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recp0861) have been reported from the same facility in (B)(4).

Event description:
It was reported that there was a metal tail at the end of the guide wire. The metal tail was stuck by the sheath and was unable to be delivered. It was stated that this happened with five devices. This report addresses the first device.